Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6). Batch: 7142676/7145553.

Event description:
It was reported that the patient had developed an infection at the incision site. Symptoms of puss and tenderness at the incision site were noted. The physician believed infection was not device nor procedure related and due to patients care or cleanliness of patient. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively, and all explanted device components were discarded by the facility.